Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Upon testing the left ventricular (lv) lead threshold, the lv lead was found capturing the atrium instead of the left ventricle. The patient was sent for x-ray, and it revealed the lv lead dislodged into the superior vena cava. The lv lead was removed and replaced. The patient tolerated the procedure well and was stable pre, during, and post procedure.

Manufacturer narrative:
Correction: b6 statement should been included in the initial MDR reporting.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.